Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, intermittent button response observed due to corroded keypad trace. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on her insulin pump, which the customer stated she may have sat on. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 150 mg/dl. Nothing further was reported.